Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens vaulted (z-syndrome of around 2 d) approximately three months post lens implant. The physician performed an early yag but the lens remained vaulted. The surgeon is evaluating treatment options. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lens remains implanted and the lot number of the lens was not provided. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.